Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had drawer pockets were failed with read/write errors. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that half height drawer 4.1 had experienced multiple cubie read/write errors. A field service engineer reseated cables for half height enhanced drawers 4.1 and 4.2. The system functioned as intended after the field service engineer repaired the device.